Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw broke when being implanted. After removal of all fragments with a manual tissue gripper, it was replaced with a back up device in the same bone hole. The surgery was not significantly delayed. The patient was not injured.

Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw was used for treatment and was returned for evaluation. The complaint stated: ¿the biosure screw broke when being implanted.¿ dimensional inspection verified that this was a 9x25mm product. Reports indicated that all fragments were removed from the patient. The head is scuffed indicating stripping had begun. Multiple distal threads are damaged where the diameter increased. The threads are rolled and compressed. Some surgical prep details were provided. A starter was reportedly used. Hard bone density was reported. Per instructions for use: ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used¿ which indicates that a 10mm tap would have been required for this procedure. A 9mm tunnel was reported. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Symptoms indicate that the bone condition was resistant to the attempted placement. Excess torque placed upon the implant was a factor. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. No root cause associated with the manufacture of this device could be supported. Product met specifications upon release to distribution.

Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw broke. After removal, it was replaced with a back-up device but it is unknown whether another bone hole had to be drilled. The surgery was not significantly delayed. The patient was not injured.